Event description:
During an endoscopic procedure with mechanical lithotripsy, the physician used a cook endoscopy web extraction basket. During lithotripsy, the basket wires broke near the lithotriptor handle. The stone became impacted with the basket inside the duct. The initial info provided on 6/27/08 indicated there were no clinical consequences as a result of this occurrence because "freeing was finally possible". A foreign object did not have to be retrieved from the pt during this procedure. Add'l info provided on 7/15/08 indicated hospitalization was required due to surgery, but it is unk if the surgery is directly related to this occurrence. The user indicated the pt experienced short term adverse effects. The nature of the short term adverse effects were requested but not provided.

Manufacturer narrative:
Additional info: eval: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of occurrence is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: info provided with this report indicates the outer sheath was removed from the basket during lithotripsy. The instructions for use for the soehendra lithotriptor handle contain the following warning: do not remove the sheath from the basket wire. Doing so may result in basket fragmentation and consequently require surgical intervention. Removal of the sheath from the basket wire could have contributed to the reported observation. An ampullary opening inadequate to allow for the unimpeded passage of the basket is listed in the soehendra handle instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Impaction of the object with the basket is listed in the web extraction basket instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. Prior to distribution, all web extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action is warranted at this time because this report was unable to be verified and this type of occurrence is an inherent risk of the procedure and involves a known potential complication. This likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.